Manufacturer narrative:
The product implanted around 2 years 6 months ago in a patient. After meal on the table on (B)(6) last sunday, the patient was standing up and suddenly felt a pain in the hip. The patient was not able to stand up and went to the hospital next day which was on monday (B)(6). Has fallen backward and came to the reporter with broken product. The broken stem extracted from patient's leg on (B)(6) 2016 and the patient had revision surgery with new product. The reporter think the product has a probelm and asked me to report this issue. This is the second broken case from the same surgeon and the primary implantation times of both cases were similar each other, approximately 2 and a half years ago. Although this patient is not complaining the broken implant to the surgeon. Due to two consecutive broken implants the surgeon has strongly doubted the quality of our product. Conclusion and justification status: following investigation by bioengineering, notification was received that: no medical records/additional reports or 3rd party reports were received for review. From the information reviewed, it was unlikely that a manufacturing defect was present. The complainant did report a device defect. It is likely that the thick cortical bone limited the size of the device that could be used making this a challenging case. The position of the device may have contributed, but it would be challenging to insert a larger stem. It is unlikely that a device defect caused this failure. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The product implanted around 2 years 6 months ago in a patient. After meal on the table on (B)(6) last sunday, the patient was standing up and suddenly felt a pain in the hip. The patient was not able to stand up and went to the hospital next day which was on monday (B)(6). Has fallen backward and came to the reporter with broken product. The broken stem extracted from patient's leg on (B)(6) 2016 and the patient had revision surgery with new product.

Manufacturer narrative:
Added: device evaluated by MFR? Conclusion and justification status: investigation results: the complaint was re-opened on 22 june 2016 upon receipt of the products. The returned products confirmed the complainant¿s findings of a fractured stem. The products were sent to our laboratory to analyse the fractured stem. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The lab report was then reviewed by the bio engineer quality of product is questioned. DHR review found no anomalies with manufacturing of this lot. X-ray review concluded that due to the challenging nature of the case, this stem may have been seated superiorly ((B)(4)). Lab inspection ((B)(4)) found no product defect. This was a challenging case for the surgeon due to the thick cortices of the patient. The device was positioned superiorly which likely lead to a leg length discrepancy and abnormal loading of the device. The patient weight may also have contributed. The complaint shall be closed with a justified conclusion and an undetermined; insufficient information root cause the complaint category shall be monitored through the companies trending and post market surveillance activities. The products shall be retained in secure storage for future reference. Should any further information be provided relating to this case then further investigation may be undertaken. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.